Event description:
Report received of suspected wire fracture without protrusion. The lead has not been explanted at this time. Previously reported as model #330-801 under MDR #706735. The correct model # is 033-812.